Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 06/05/2025, it was reported that the patient experienced inaccurate cgm values and "crashed a lot". One of the low reading he got was 46 mg/dl on the bgm while the reading on the cgm was at 84 mg/dl. Patient was sweating and lethargic at that time. Patient mentioned about a diabetic shock. As for the treatment, patient drank juice. He said that it did not happen but might have happen if the readings would go lower. He did not mention that he was admitted to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.